Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0exrz, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40: lot# va0dywx , implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that while the patient was being walked through adjusting settings the patient mentioned not wanting to change from program a to b because it shocked her and made her feel funny when changing from a to b. It was unknown when this had happened but the patient had done it one time on accident and it had hurt really badly. The patient was being walked through how to adjust settings and was at the upper limit on the left side. The patient programmer showed on, ok, 3.60b and 3.10. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.